Manufacturer narrative:
A visual assessment was performed after disinfection. The working channel sleeve extended from the distal cap when received. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional evaluation was performed. The distal tip articulated without issue. A spybite device was passed through the working channel without issue. A portion of the distal end of the catheter were removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out and was pulled out of the catheter. There was strong evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the braid imprint on the pebax and the proximal portion of the working channel sleeve braid remaining attached to the pebax. The complaint was consistent with the reported event of the working channel sleeve protrusion. Most likely, the defect was due to anatomical/procedural factors encountered during the procedure, therefore, the most probable root cause for the working channel protrusion is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while trying to insert the spyscope ds into the bile duct, it was noticed that the working channel sleeve was protruding at the distal end. Reportedly, no part of the device detached. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while trying to insert the spyscope ds into the bile duct, it was noticed that the working channel sleeve was protruding at the distal end. Reportedly, no part of the device detached. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.